Event description:
It was reported that there was a decrease in r-wave sensing amplitude and a loss of capture on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed no anomalies. An attempt to reposition the rv lead was performed but was unsuccessful. The rv lead was explanted and replaced to resolve the event. The patient was stable.